Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacture reference number: 2017865-2023-40971, related manufacture reference number: 2017865-2023-40974, related manufacture reference number: 2017865-2023-40975. It was reported that the patient is symptomatic of pocket infection. The pacing system was explanted and replaced on 16 aug 2023. The patient was in stable condition.